Manufacturer narrative:
Date of post-operative pain and screw movement is unknown. Additional product codes for this report include hwc. (B)(4) the original implant procedure was performed on an unknown date approximately two (2) to three (3) months ago. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: december 30, 2014 - expiration date: november 30, 2024. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications at time of acceptance. No non-conforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) variable angle locking compression plate (va-lcp) and twelve (12) unknown screws were explanted on (B)(6) 2016 due to screw movement (back out) and complaints of pain. The original procedure occurred two (2) or three (3) months prior in order to treat a distal humerus fracture. The plate and screws were removed fully intact and the patient was successfully revised to a double plated system with one (1) medial plate and one (1) lateral plate. The procedure was successfully completed with no harm to the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (2.7mm/3.5mm va-lcp lat distal humerus pl 5h/rt/121mm ¿ long, part number 02.117.805, lot number 7869810). The subject device was received functionally undamaged with minor scratches. The returned plate is part of the 2.7mm/3.5mm variable angle lcp elbow system per the technique guide and is recommended for repair of the distal humerus from fractures, osteotomies, malunions, and non-unions. The product drawing was reviewed as part of the investigation. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. As previously reported, a review of the device history records for the part/lot number combination showed that there were no issues during the manufacture of the subject device that would contribute to the complaint condition. The cause of the implant loosening and subsequent patient pain is unknown. Since no x-ray images were received, the complaint condition was unable to be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.